Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a battery charge test failed. The battery charger step should deliver about 1450¿1650 ma, but one battery only reached 1150 ma, which is below specifications. The battery kit was replaced and both batteries are now within specifications.